Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button sometimes has to be pressed more than once or twice for it to work. The customer¿s blood glucose level was unknown. The customer also reported that there was a small crack at battery compartment. The customer stated they had to change the batteries more frequently and low battery alarm goes off as the battery was dying. The device will not be returned for analysis.